Event description:
As reported by the edwards field clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, upon removal of the edwards sheath, it was found that there was a perforation in the left external iliac. It was repaired with a stent. An injection of contrast was done showing normal flow down the left external iliac. The sheaths were removed and the patient transferred to the ICU in stable condition. Additional information revealed the dilators and sheath were introduced without any difficulty. The minimum luminal diameter of the access vessel was reported as 7.6mm., the vessel was described as mildly calcified and severly tortuous.

Manufacturer narrative:
The sheath was not returned for evaluation as it was reported that there were no issues with the device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 7.6 mm, and the vessels were noted to be mildly calcified and severely tortuous. The root cause of the reported right common iliac dissection cannot be confirmed; however, it possible that the severe tortuosity contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.